Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.